Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 5: reference MFR. Report: 1627487-2018-09466, reference MFR. Report: 1627487-2018-09467, reference MFR. Report: 3006705815-2018-02479, reference MFR. Report: 1627487-2018-09468. It was reported the patient is awaiting surgical intervention for removal of scs system. The reason for scs system removal was not provided.

Manufacturer narrative:
Further information was requested but unable to obtain. Correction: initial reporter's name.

Event description:
Device 4 of 5. Reference MFR. Report: 1627487-2018-09466, reference MFR. Report: 1627487-2018-09467, reference MFR. Report: 3006705815-2018-02479, reference MFR. Report: 1627487-2018-09468.